Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an infection. Reportedly, the non-boston scientific field representative called to inform that the patient's system will be extracted due to infection. All available information indicates that as of this time, the crt-d was explanted. No additional adverse patient effects were reported. The device was not returned for analysis.